Event description:
The patient was undergoing a left heart catheterization possible percutaneous transluminal coronary angioplasty/stent. Intraaortic balloon pump was prepared for use. Staff opened the device from the box but were unable to put the balloon in the sheath. Balloon pump balloon not wrapped tight enough from manufacturer to enter the sheath. Another balloon was obtained. No patient harm.======================manufacturer response for fiber-optic balloon catheter-sensation plus 8fr, maquet (per site reporter).======================manufacturer rep was notified. The device was returned to the manufacturer.what was the original intended procedure?left heart catheterization possible percutaneous transluminal coronary angioplasty/stent. Intraaortic balloon pump.device #1is this a laboratory device or laboratory test?no.